Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: emergency lap chole. Incident description: incident date is unknown, emergency consultants were operating two weeks ago (not informed of date). I was informed that the patient came back into hospital with a cbd leak, when imaging was done, bile was leaking from the duct . The surgeon wants to move to hemolock clips and not use universal clip applier any longer. More information will be provided asap. Additional information received from applied medical team member, after meeting with consultant, 5 june: update met [......] Emergency consultant to follow up 5/6/2018. The patient presented with an emergency gallbladder, it was a difficult case. Surgeon informed me that he used 3 clips on the duct and 2 on the artery (as per usual). The ca500 at time of procedure performed as normal. A drain was placed on the patient and the patient stayed in the hospital for 72 hours post op. The patient was sent home with a drain and 4 days later (day 6 post op) the patient came back into the emergency dept very unwell and with abdominal pain. A CT was performed and ercp contract imaging showed that the cystic duct was leaking. The patient spent 4 weeks in hospital and still has drain 5 weeks post op. The consultant said that the case was difficult and that it is possible that when the cystic duct was clipped the tissue was inflamed and when reduced the clip may have slipped off, he is aware of this happening before with other consultants but this is the first incident for him. As there is a chance that this may occur again he will use hemolock on the cystic duct as he claimed there is less chance of clip slipping off, but will continue to use our ca500 clip applier for the cystic artery. Type of intervention: ni. Patient status: patient had common bile duct leak.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends.